Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the pump was not working as expected and the system was not functioning. No patient complications were reported.